Manufacturer narrative:
Of the reported five malfunctions, lot number were provided for three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all five malfunctions and additionally image was provided for one malfunction. Therefore, for one malfunction the investigation is confirmed for the reported filter tilt and perforation and for the remaining four malfunctions the investigation is confirmed for the reported perforation and inconclusive for the filter tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced filter tilt and perforation. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, two were female and three were male, four patients age ranged between 53-77 years and three patient weighs in the range between 150 - 295 lbs. All other patient details were not provided.